Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that placement of a graftmaster stent was attempted in the diagonal; however, the stent would not cross. The perforation was sealed with balloon inflations. No additional event or patient information is available.